Manufacturer narrative:
Approximate age of device ¿ 3 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient was expired on (B)(6) 2019, 3 days after lvad implant, due to multi-system organ failure. The death was not considered device related and the device operated as expected. The device will not be returned per the patient's family's wishes. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively established through this evaluation. It was also reported that the heartmate 3 lvas, serial number (B)(4), would not be returned per the patient¿s family¿s wishes. The hm3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.